Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced a circulatory disorder on the stomach wall. The stoma was set too high, and there was too much tension on the inner bumper. On (B)(6) 2020, a partial gastric resection was performed and the peg-j tubing removed. On (B)(6) 2020, during endoscopy to replace the peg-j tubing, it was discovered that the patient had gastritis. It was decided to not place the new peg-j tubing until the gastritis is healed.